Event description:
It was reported that this left ventricular (lv) lead was capped due to exhibiting loss of capture (loc). It was confirmed through a fluoroscopy that the lead was dislodged. A new lead was successfully implanted. No additional adverse patient effects were reported.